Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to treat a walled-off pancreatic necrosis (won) during an ultrasound endoscopic (eus) drainage procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, after attempting to pull the stent, the distal flange failed to expand. It was found under ultrasound that the distal flange had not been deployed; the withdrawal was difficult. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event; the patient was reported to be stable following the procedure.

Manufacturer narrative:
Block e: initial reporter address: (B)(6). Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf device code a0510 captures the reportable event of sheath difficult to retract. Imdrf device code a150207 captures the reportable event of stent difficult to remove.

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated and block e1 (initial reporter address 2) was corrected. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a0510 captures the reportable event of delivery system retraction problem. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent partially deployed. Functional inspection was performed, the catheter lock was unlocked by sliding it to the right, and the catheter control hub was moved up and down. The catheter passed through the luer with high resistance. The stent hub was moved from the second to the fourth position. Upon deployment, the stent exhibited slow expansion and ultimately failed to fully expand. Dry contrast media was observed around the stent. No other problems were noted to the stent and delivery system. Product analysis did not confirm the reported events of stent first flange failure to expand and delivery system retraction problem. The investigation concluded that there is not enough evidence to establish the cause of the observed problem of stent slow expansion as the stent expansion rates can be also negatively impacted by the following factors: compression, time, temperature, and humidity. Slow expansion is more commonly observed in larger stent sizes, which experience greater compression within the catheter delivery system. Increased compression may result in a reduced unconstrained opening dimension relative to the manufacturing specification. Taking all available information into consideration, the investigation concluded that the most probable cause is cause not established. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to treat a walled-off pancreatic necrosis (won) during an ultrasound endoscopic (eus) drainage procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, after attempting to pull the stent, the distal flange failed to expand. It was found under ultrasound that the distal flange had not been deployed; the withdrawal was difficult. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event; the patient was reported to be stable following the procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to treat a walled-off pancreatic necrosis (won) during an ultrasound endoscopic (eus) drainage procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, after attempting to pull the stent, the distal flange failed to expand. It was found under ultrasound that the distal flange had not been deployed; the withdrawal was difficult. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event; the patient was reported to be stable following the procedure.

Manufacturer narrative:
Block e1: initial reporter's address: (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0510 captures the reportable event of delivery system retraction problem.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to treat a walled-off pancreatic necrosis (won) during an ultrasound endoscopic (eus) drainage procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, after attempting to pull the stent, the distal flange failed to expand. It was found under ultrasound that the distal flange had not been deployed; the withdrawal was difficult. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event; the patient was reported to be stable following the procedure.

Manufacturer narrative:
Block e1: initial reporter's address: (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: updated coding section to: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a0510 captures the reportable event of delivery system retraction problem.